Manufacturer narrative:
All buttons and sealant were in the manufactured position upon receipt. Visual inspection of the returned device revealed that the balloon was partially filled with saline and air ( approximately 1/3 of saline and approximately 2/3 of air). The balloon's distal tip was inverted, which indicated that excessive tension was applied during pull back. The balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified (in a go/no go gauge) and was noted to be within specification. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynx ace instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. The review of the lhr (f1524301) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the mynx ace vascular closure device was prepped per protocol and the procedural sheath was exchanged for the mynx ace vascular closure device sheath without any issues. During the exchange the physician observed pulsatile flow then advanced the sheath another 2 to 3 cm. The mynx ace vascular closure device was advanced, connected and the balloon inflated without incident. The physician was instructed to gently pull back on the device to feel for the arteriotomy. He kept pulling and suddenly the device backed out of the patient (the device completely came out). The balloon was deflated and the device was removed completely. Manual pressure was held for 15 minutes to achieve hemostasis. The groin looked normal after hemostasis was achieved. The groin was maintained and dressed per hospital protocol. The patient's hospitalization was not prolonged as a result of the mynx event. Procedure type: diagnostic coronary vessel size: 5 mm sheath size: 6f stick location: medium.